Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb stents. In investigating another event the clinical evaluation identified an unreported subsequent endovascular procedure. The patient was treated for a type 1b endoleak where the physician elected to implant a non-endologix palmaz stent. The physician additionally completed angioplasty on the right iliac limb.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following were confirmed; endoleak type ib, second endovascular repair with a non-endologix bare metal stent and angioplasty. The clinical assessment was based on adequate patient medical records, and adequate patient images. Based on the information available the root cause of the reported event is unknown. The event device was not returned for further evaluation. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; right distal blushing seen at implant which was thought to be a type ii endoleak, endoleak of the right common iliac at implant, and patient anatomy. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.